Manufacturer narrative:
Device evaluated by MFR: - the returned complaint device passed the electrical and rf ablation tests. The visual inspection of this device showed damage adhesive in ring 1 and fluid residue under the adhesive of the ring 2. This fluid inside the device could cause noise issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable upon analysis completed on (B)(6) 2014. It was reported that during an arterial flutter ablation treatment procedure the noise was observed. The lesion was located in the atrium. This intellatip mifi¿ xp temperature ablation catheter and a maestro generator were selected. The ablation parameters were set at 60w, 60 degrees and 120 seconds. The noise was observed from the ablation catheter prior to and during radiofrequency ablation. The cables were changed, the connections were checked and the catheter was replaced to a different catheter to complete the procedure. No patient complications were reported and the patient's status is fine. Device analysis revealed that a ring adhesive was lifted.